Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product analysis. All accessory components were received with the poly foil pouch. Visual inspection revealed that poly foil pouch was fully opened upon receipt. The bypass tube was found detached from the carrier tube assembly and the anchor was fully exposed. The collagen had expanded as it was likely to exposed to moisture. No other visual anomalies were noted with the bypass tube. No functional testing was performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. For dimensional testing, the inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-01066.

Event description:
The user facility reported that the in the beginning of the case, when the nurse opened the angio-seal device foil pouch, she saw that the bypass tube was not at the tip of the device; the bypass tube was on the back of the carrier tube. She opened a new angio-seal foil pouch and she did not see the bypass tube on the carrier tube again. The physician finished the case without using any vascular closure device.